Event description:
It was reported that the system could not display a live image. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board, snubber board, and the camera were replacing during the service call. The system was tested and found to be working as intended and put back into service.